Manufacturer narrative:
Additional information was provided on 5/13/2021 on the event. The patients gender is male. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Patient was reported as improved. Therefore, processed a3. Gender section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30445432m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the day after the procedure, the patient experienced complete av block and a pacemaker was implanted. During the ablation, the prolongation of ah interval and the block were confirmed while pacing was performed from the atrium, but there were no abnormalities. On the next day, the patient became a complete block and underwent pacemaker implantation. The patient¿s condition has been stable since the implantation. There is no information about the hospitalization. The physician commented that the pvc was in the vicinity of the bundle of his, so they were performing ablation while closely monitoring it, but wondered if it was overcooked a little. The ablation site was ablated on the left ventricular outflow tract - (lvot) septal side to the contralateral side, but it may have been better not to burn the slow pathway region on the contralateral side. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.